Event description:
The customer reported being hospitalized for dehydration and blood glucose of 483mg/dl. The customer stated that she started to feel nauseated and began to throw up. The customer also stated that she was experiencing high glucose level for the past month. The customer's most recent blood glucose reading was 187mg/dl. The customer has been treated with the insulin pump and a manual injection. Troubleshooting was performed. The time was incorrect. Assisted customer to change the time and date. The programming in the insulin pump was correct. Ran a fixed prime and the test passed. The customer also reported having bent cannulas and stressed tubing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.